Event description:
It was reported that during the procedure in the mid right coronary artery for treatment of a perforation, a 3.5x12 otw graftmaster stent graft was deployed at 16 atmospheres and a 3.5x16 otw graftmaster stent graft was deployed at 20 atmospheres. Extravasation was greatly diminished; however, a small leak persisted. There was no pericardial effusion noted on echocardiogram the following day. The patient was discharged home (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The jostent graftmaster referenced, is being filed under a separate manufacturing report number.